Manufacturer narrative:
Ref ID:(B)(4). The digitaldiagnost c90 is a mobile x-ray system for general radiographic purposes. A portable digital flat panel detector (model "skyplate") is used for image capture. Philips received a complaint on the digitaldiagnost c90 indicating a system remote alert of a mechanical heavy shock to the detector. The device was in clinical use and there was no harm to patient or user. The remote service engineer (rse) analyzed and concluded that detector was dropped and there were mechanical shocks registered in the detector shock log. Remote service engineer confirmed that, local fse had reached out to the site on behalf of the dxr helpdesk regarding a dropped detector. The detector was inspected for damage but showed no visible signs. Calibration and iq checks were performed. After calibration no artifacts were found. The detector was functional. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error). The device was calibrated and remains at customer site.

Event description:
It was reported that a system remote alert of a mechanical heavy shock to the detector was received. The device was in clinical use and there was no harm to patient or user.